Manufacturer narrative:
H3 corrected to "yes".

Event description:
The manufacturer service technician reported that the device is missing the extension assembly and a broken/chipped piece from the lever while it was being serviced at the manufacturer facility. There were no adverse consequences related to this event. The ramp may break into small pieces, posing the risk of a small component becoming lost in a surgical site.

Event description:
The manufacturer service technician reported that the device is missing the extension assembly and a broken/chipped piece from the lever while it was being serviced at the manufacturer facility. There were no adverse consequences related to this event. The ramp may break into small pieces, posing the risk of a small component becoming lost in a surgical site.